Manufacturer narrative:
Olympus was initially notified of the event on (B)(6) 2021. The customer later stated the event date the defect was noted was (B)(6) 2021. The reporter¿s contact information, occupation and health profession are unknown at this time. Further inspection of the device found that the foreign material could not be removed even if the correct reprocessing was performed due to the buckling of each channel or nozzle or the gap on the insertion section or the boot. A leak was noted the scope¿s connector, bending section rubber and distal end. The light guide cover was found cracked. Cuts were noted the scope¿s switch #1. The scope¿s angulation was checked and play was noted. In addition, the legal manufacturer reviewed the contents of this complaint. The exact root cause of the reported event could not be conclusively determined. However, according to investigation the legal manufacturer presumed that the suggested event occurred due to the following : a) reprocessing after procedure was not sufficiently conducted around forceps elevator. B) foreign material on forceps elevator dried and adhered since the user did not reprocess immediately after procedure. The legal manufacturer presume that the suggested event was preventable by following the IFU inserts below. IFU (reprocessing manual) instructs the following brushing method for around forceps elevator. 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet. IFU (reprocessing manual). 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. A review of the instrument history shows the last repair was performed on apr 13, 2021. A device history review (DHR) confirmed that the subject device was shipped in accordance with the shipping specification from the factory. Olympus will continue to monitor for similar complaints.

Event description:
The customer reported a leak was observed at the distal end of the scope. There was no patient involvement or patient infection reported. The device was returned to the regional repair center (rrc) and foreign material was observed in the forceps elevator of the scope. This report is being submitted to capture the foreign material found during inspection.